Manufacturer narrative:
Concomitant medical products: a2dr01, ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post radiation therapy high thresholds were noted on the right ventricular (rv) lead. Thresholds have since returned to within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.